Event description:
Related manufacturing report number: 2017865-2022-01268, related manufacturing report number: 2017865-2022-01269. It was reported that a patient presented with an infection in their device pocket. The physician elected to explant the pacemaker (pm), atrial lead, and right ventricular (rv) lead and implant a new pm, atrial lead, and rv lead on the right chest side. The patient condition before, during, and after the procedure was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation results were found normal, visual screen and preliminary test results were found acceptable.